Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed pericardial effusion requiring medication. The investigational analysis completed on 3/1/2019. The device was visually inspected and it was found to be in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. The irrigation and deflection test were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed pericardial effusion requiring medication. The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation on 2/11/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 1/23/2019, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. "Manufacture" reference no: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed pericardial effusion requiring medication. Pre-procedure, a small pericardial effusion was noted. During the procedure, while mapping an idvt, the patient¿s blood pressure dropped while mapping the coronary sinus (cs). The effusion became larger. An unspecified medication was administered. The patient was reported to be in stable condition. No further intervention was performed. The patient remained in the hospital for evaluation purposes. There¿s no information regarding patient¿s outcome. The physician did not attribute the causality of the adverse event to the biosense webster inc. (Bwi) product. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.